Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with itching, burning, rash, redness, inflammation, pustules, and infection, underneath sensor pod area only. The patient went to their doctor, and the reaction was treated with a prescription of an oral antibiotic, amoxicillin aurobindo. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient stated that they were stable but also that they had a wound at the site that was covered by the sensor patch. No data or product was provided for investigation. The allegation was undetermined. No additional event or patient information is available.